Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. On an unknown date, the patient experienced pneumonia. It was not reported if the patient was hospitalized for the events. Treatment was not reported. It was unknown if the patient recovered from the events. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893578 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).